Event description:
It was reported that a cartridge associated with the ilet bionic pancreas was leaking, and the patient reported the cartridge lacked insulin. Symptoms included none reported. Outcomes included no alerts or alarms and no need for medical care. Investigation included attempts to contact the patient for user education and troubleshooting regarding proper cartridge fill and replacement. Investigation of this case revealed that no additional details about cartridge use, lot, or impact to the chamber were obtained. It was concluded that a leaking cartridge occurred, with user education indicated to resume therapy with a new cartridge.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.